Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: mentor memorygel breast implant, catalog # 3505004bc, s/n: (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implant 500cc experienced left side capsular contracture baker grade iii or IV postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 7/12/2019, a manufacturing record evaluation (mre) was performed for the finished device number 7622052, and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).